Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the vns pt was seen for a routine follow up appointment, and an unk diagnostic test revealed high lead impedance, dcdc = 7. The pt also reports an increase in seizure frequency, and magnet mode stimulation is not able to be perceived. X-rays were taken and sent to manufacturer for review. Review of x-rays revealed no obvious gross lead discontinuities, and the lead pin did appear to be fully inserted inside the generator connector block; however, there were two suspect areas in the lead body next to the generator visualized in the pa view of the chest and due to poor image quality, a discontinuity is not able to be confirmed. The pt has been referred to a surgeon for consultation, and revision surgery is likely. Good faith attempts to obtain additional info are underway.